Event description:
There was withdrawal difficulty experience while removing the angioguard rx filter basket from the patient. The filter basket did not fully close; therefore, while removing the product from the patient, there was a protrusion in the catheter causing withdrawal difficulties. The device was successfully removed from the patient without any adverse consequences.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.